Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to cied/pocket infection. Cook medical liberators were inserted into each lead to provide traction. During the extraction of the ra lead utilizing a spectranetics glidelight laser sheath, the ra lead was removed and the patient's blood pressure dropped. Rescue efforts began, including pericardiocentesis. It was suspected there was a ra perforation, and the patient survived the procedure. The physician believes the cause of the perforation was due to traction with the liberator. Per (B)(6) clinical assessment, the reported perforation, was related to the cook medical liberator. There was no alleged malfunction of any (B)(6) devices, and did not cause or contribute to the reported event. (B)(6) is not the manufacturer nor importer of the liberator. The manufacturer of this device is cook medical. Please do not hesitate to reach out to us if we can assist you further. Respectfully submitted. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".